Event description:
It was reported by the rep that the device was used during a laparascopic cholecystectomy procedure. It was reported that the er320 clip applier which came in a fdc10 flextray clips appeared to form properly, however later in the procedure the surgeon noticed an arterial "pumper" from where the clips were. He then reclipped the area with the same er320 with good results. There was no consequence to the pt.